Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use preparation for use section specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulty advancing the device appear to be related to operational context; however, a conclusive cause for the reported balloon rupture and inflation issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a diagonal artery. A 2x15mm mini trek balloon was not prepped (air aspiration) outside the anatomy prior to use. It was advanced to the lesion (with resistance from the anatomy noted), but was able to reach the lesion. The balloon was pressurized once to 8 atmospheres but failed to inflate and noted as losing pressure. Another mini trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.